Event description:
The physician was peforming a balloon stone extraction on a male patient with medical conditions unknown using a balloon stone extractor. During the procedure, the balloon became entrapped in the bile duct. Force was applied to remove the balloon; however, the catheter servered leaving the distal portion of the catheter and the balloon in the patient. The balloon and the distal portion of the catheter was immediately retrieved with another balloon. The patient is reporteed to be in satisfactory condition and no further complications occurred.